Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. (B)(4).

Event description:
It was reported that during the implant attempt, tissue was caught on the screw of the lead. The physician pulled on the tissue and the screw bent out of shape and could not be implanted. A new lead was implanted. No patient complications have been reported as a result of this event.